Event description:
Right tesio catheter inserted at another institution, date unk. Venous side of catheter previously replaced at this facility on 12/18/97. Pt receiving dialysis through catheter routinely since 12/26 (has had a total 23 treatments), however problems have been experienced with arterial flow and catheters were reversed on numerous occasions (1/2, 1/9, 1/16, 1/19, 1/23, 1/24, 1/28, 2/2, 2/6, 2/9, 2/11). Leaking of blood from around the arterial catheter was noted on 3 occasions (1/24/97, 2/9/97 and 2/11/97) on 2/12/97 pt went to or for replacement of the catheter. Upon removing the catheter from the supraclavicular position, a small incision was made over the dacron button. This was removed and the catheter was withdrawn from the internal jugular vein.